Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007403. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-07-03. Medical device lot #: 2006421 medical device expiration date: 2025-05-31 device manufacture date: 2020-06-09 medical device lot #: 2012407. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-02. Medical device lot #: 2006402. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 100 syringe flu plus 0.25-1ml var dose 23x1 experienced leakage during use. The following was reported by the initial reporter: "several of the 23g x1â¿¿â¿¿ blue combined needles and syringes leak on drawing up the vaccine."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 2007403, 2012407, 2006402 and 2006421. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, twenty retained samples of the same lot numbers were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of leakage were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that 100 syringe flu plus 0.25-1ml var dose 23x1 experienced leakage during use. The following was reported by the initial reporter: "several of the 23g x1â¿¿â¿¿ blue combined needles and syringes leak on drawing up the vaccine."